Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose shortly after starting on the ilet pump after a week off of the device to reset their blood glucose, with levels remaining high for several hours, leading the user to stop pump use for a week; troubleshooting of insulin delivery identified no delivery issues, no insulin differences, and no problems associated with supply changes, and device data were not available due to a phone sync and access issue. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included user interview and troubleshooting education. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.